Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 130 mg/dl. The customer stated that the esc button doesn't feel like the other buttons, its seems deflated and you have to push it hard and multiple times. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no esc button response due to flatten button dome switch. The insulin pump received with minor scratches on display window.